Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08307. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an umbilical hernia repair on an unknown and mesh was used. Approximately nine months following the procedure the patient presented with pain and a bulge in the area of the umbilicus. A reoperation was done on (B)(6) 2012. During the surgery it was noted the mesh was not incorporated into the tissue and was floating. Also, numerous adhesions were noted that required dissection. Additional information has been requested.